Event description:
Clinic notes dated (B)(6) 2013 were received which indicate the patient was hospitalized in (B)(6) 2010 due to seizure with altered mental status. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Event description:
The physician's nurse reported that she did not feel that vns was related to the patient's hospitalization.

Manufacturer narrative:
.